Manufacturer narrative:
No complaint was received with return of device; no conclusion code available; failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned. The outer insulation was degraded at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.